Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the steel cable broke on a mega suturecut needle driver instrument. The procedure was completed with no reported injury.